Event description:
The physician requested a new device after multiple out of range impedance measures and explanted this device one day post implant and capped the rv lead due to low impedances and elevated thresholds. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bol. The device was implanted for 1 day and 1 charging cycle was recorded to the device memory. The inspection of the ICD memory revealed a pacing impedance of 200 ohms in the right ventricular channel, confirming the clinical observation mentioned in the complaint description. Therefore, the impedance measurement functions of the device were tested under in vivo conditions. However, the impedance measurement functions proved to be flawless. The ICD was subjected to a further electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.